Manufacturer narrative:
The hcg + b reagent lot number was 79231401 with an expiration date of 30-sep-2025. Qc was acceptable on the day of the event. The field service engineer (fse) replaced the sample probe and syringe-related components of the sample pipetting unit. The customer has had no further issues. The investigation determined that the event was due to issues with the sample pipetting unit.

Event description:
The initial reporter complained of discrepant low results for 6 patient samples tested for elecsys hcg+b (hcg + b) on a cobas e 801 analytical unit. The initial results did not correspond to the patient¿s clinical status. Repeat testing was performed on (B)(6) 2025. Patient 1 initial result was 236 iu/l. The repeat result was 5102 iu/l. Patient 2 initial result was 2690 iu/l. The repeat result was 52225 iu/l. Patient 3 initial result was 4070 iu/l. The repeat result was 85918 iu/l. Patient 4 initial result was 67.1 iu/l. The repeat result was 1267 iu/l. Patient 5 initial result was 229 iu/l. The repeat result was 4079 iu/l. Patient 6 initial result was 79.1 iu/l. The repeat result was 1535 iu/l.